Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was being performed. Prior to the procedure a mild baseline pericardial effusion was noted. A VersaCross was utilized for trans-septal puncture. After trans-septal puncture, the physician encountered difficulty getting the wire into the pulmonary vein from the appendage. After implant of the 27mm WATCHMAN FLX Pro Closure Device, transesophageal echocardiogram (TEE) was reviewed for a change of the baseline pericardial effusion and no change was noted. A few minutes later, the anesthesiologist noted the patient's blood pressure was dropping, and a moderate pericardial effusion was growing. The physician performed a pericardiocentesis and 600mL of fluid was drained. While it was not certain where the perforation was, a video was taken which reportedly showed contrast injection leaving the body of the appendage on the limbus side, suggesting a perforation had occurred during wire manipulation. The patient was discharged same day.